Event description:
It was reported that after a power failure occurred following the completion of a procedure, the system could not be powered back on. Upon attempting to power up the system the following day, a message appeared on the tower stating "insufflator disabled, please restart system to enable it," and on the robot, it displayed "system connecting please wait for da vinci to be ready." A power cycle and emergency power off (epo) were performed on the entire system, but the messages persisted. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 656810-21 common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The common compute controller (ccc) has been returned and evaluated by the failure analysis team on 09/13/2025. Fa investigation confirmed and replicated the customer reported complaint. The issue could not be confirmed via lighthouse as it is not associated with an error code. The vision side cart (vsc) ccc was visually inspected, where no issues were found. The unit was taken to a programming station, where it was confirmed bricked. The ccc was unbricked and installed onto a system where it functioned as expected. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.